Event description:
A pump declared an altitude alarm, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The altitude alarm resulted in the suspension of the customer's insulin, but the pump was confirmed to be within its validated operating altitude range. After cleaning the speaker holes as instructed by technical support, the customer was able to resume insulin delivery. As the customer was at the airport, a follow-up was requested to ensure the issue was resolved.